Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to myopotential oversensing and decreased intrinsic amplitudes. The sensing vector at the time was set to the primary sensing vector. Technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.